Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information the axium coil was returned for evaluation and the clinical observation was confirmed. As received the implant coil found damaged, stretched and had lost its original shape with the polypropylene filament intact. The coil was still attached. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. The push wire was found broken into two separate segments and the tack weld replacement (twr) crimps were found broken. The distal segment found broken at the manual detachment location with the inner liner extending out; however, the release wire was not extending out from the proximal end. All parts of the push wire which could affect the detachment were found to be within specification and all other subassemblies appeared to be normal with no other anomalies observed. Based on the device analysis findings and on event details, the cause for the detachment could not be determined. It is possible that the damage to the implant coil may have contributed to the reported event; however the cause for the damages to the implant coil could not be determined. Per the axium prime coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of small unruptured, saccular, internal carotid artery terminus aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried four times with instant detacher and two times with manual method to detach the coil but did not detach. The coil was removed from the patient and procedure completed without any further issue. No patient injury was reported.